Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker implant procedure. During the procedure, the physician attempted to position the right ventricular lead at the septum several times. However, the lead impedance continued to stay below the acceptable range. The lead also exhibited slight helix extension difficulty during the second attempt to fixate the lead. After troubleshooting, the physician concluded that the lead may be damaged. A new lead was used and the implant was completed successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
Final analysis found the complete lead was returned in one piece. The reported event of low pacing impedance and damaged lead was not confirmed. The helix mechanism issue was confirmed. The inner coil was found to be over-torqued at the connector region. After cleaning the helix, it was able to function within specification. The cause of the reported event of helix mechanism issue was isolated to the inner coil over-torqued at the connector region which is consistent with procedural damage.